Manufacturer narrative:
Investigation summary: bd had received a photo of the customer samples for investigation, and the reported condition could be confirmed. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: gel smearing. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor gel smearing complaints.

Event description:
It was reported that prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), 4 tubes exhibited the gel substance at the top of the tube. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), 4 tubes exhibited the gel substance at the top of the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.